Event description:
Event description boston scientific, crm received information that the patient with this pacemaker had a syncopal event. The device was working appropriately upon interrogation, with right atrial sense events followed by right ventricular paced events at the rate of 75 ppm. The device is part of the hermetic sealing original advisory population as described in the physician communication on july 18, 2005. The physician later communicated that it was possible that this syncope was related to a vasovagal event; however, the physician did not have any evidence that the event was not device related.